Manufacturer narrative:
No blood loss was reported, nor any patient injury or clinical consequences. The manufacturer has confirmed reported problems related to screen displays described as split screen where a mixture of information from separate screens is presented to the user. Software code review reveals a lack of synchronization between the protective system and user interfaces. No further action will be taken apart from that referred to below. Gambro renal products will implement a revision to current software. Software version 3.0 will mitigate known causes of "split screen". Planned release date for software version 3.0 is year end 2006.

Event description:
The incident occurred in another country, and was described as follows by gambro clinical support: the hospital technician reported a problem with the blood leak detector, but on checking the machine, the gambro clinical support person could not find such a problem. Whilst checking the machine, she set the blood flow higher and pressed the status button. An alarm sounded, but there was no indication on the screen of which alarm this was. In the status screen, she pressed "history" and could see that it was the "cannot detect access" alarm. However, the correct alarm screen still did not show. She returned to status (the alarm was still sounding, but there was still no alarm screen) and she pressed alarm on wait. Again the screen showed that it was the alarm "can not detect..." When "status" was pressed again, the appropriate screen for the alarm showed. She was able to press "quit" and the alarm screen and the alarm sound went away."